Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up/overheating) has been confirmed. Upon evaluation, the monitor had a catastrophic failure which damaged multiple components on the computer/analog board. The failure appears to have occurred during charging of the capacitors on the defibrillator pca board. The over-current on the capacitors may have caused overvoltage on the 5.4v power supply on the defib pca board. The cause of the failure cannot be positively determined. No adverse event resulted from the catastrophic failure. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that he received a slight shock from the monitor. He stated that his monitor screen flashed red and then would no longer power up with either battery. The patient was issued a replacement monitor.